Manufacturer narrative:
The co representative inspected the unit on 3/12/97. The unit, paddles, and batteries were found to be in good condition. The unit was performed and safety tested to factory spec. It functioned normally and was returned to the customer. The customer does not attribute the pt's death to the unit.